Event description:
It was reported that the battery drawer of the external pulse generator (epg) was "abnormally difficult to open." The epg will be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the battery release is contaminated. Analysis also found the battery drawer, upper case, and lower case are broken. One side bail cover and lead flex cover found contaminated. Two case screws are missing, battery contacts are compressed, and one side bail bent.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The epg was returned for repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.